Manufacturer narrative:
Information received on 02/28/2017 states that after multiple attempts by the clinical specialist to contact the physician for additional information, the physician was unable to provide specific details regarding the patient. However, the physician was able to report that the patient was found to have had a cerebral vascular accident (cva) on initial admission, which caused the unresponsiveness and shortness of breath. The respiratory failure could not be resolved and therefore the patient was discharged to a facility closer to his home. The patient was last reported to have died but the date of the death is unknown. No additional information will be forthcoming. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Respiratory dysfunction is a known potential complications associated with all patients implanted with vad's. The instructions for use (IFU) addresses guidelines for optimal patient management. With a review of the limited available information there were no device malfunctions or performance issues that would impact the event. Though the root cause of the reported event cannot be conclusively determined, clinical factors that may have contributed to the patient's outcome related to the event are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented with shortness of breath and several days history of fever and feeling unwell. The patient was admitted to the hospital oxygen saturations decreased to 55% and was intubated. Cultures were done but are currently pending. The log files were sent. Further contact from site stated that the patient was currently unresponsive and awaiting neuro assessment. Anticoagulation management and labs are unknown at this time.